Manufacturer narrative:
Follow-up # 1 date of submission 10/12/2015-device evaluation: the pump has been returned and evaluated by product analysis on 09/25/2015 with the following findings: the pump was unable to power up and gave off constant vibrations with a blank screen at power up. During a visual inspection of the pump, the battery compartment was observed to be cracked below the bumper pad. There was moisture corrosion observed on the display screen and a leak test was performed and failed, indicating a display leak. The pumps cover was removed, and there was moisture ingress found inside on internal components. The original cs 078 call service alarm complaint was unable to be adequately investigated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a call service alarm (cs 078) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.